Event description:
A company rep reported multiple system messages during a cataract extraction procedure. It was noted, if a residual layer of bubbles remained on top of the fluid in the vacuum chamber, those bubbles would reach the top of the optical sensor and cause the system message. It was also reported; the pt had a posterior capsule tear during the procedure. The surgeon put in an anterior chamber lens. The procedure was completed with no further harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).